Event description:
It was reported that the pt underwent a minimally invasive l1-l3 tlif using interbody devices, and a l3-4 and l4-5 canal decompression due to degenerative listhesis at l1-2 and l2-3. The pt was monitored neurophysiologically; free run emg and evoked emg was completed. There were no abnormal waveforms except occasional twitches. Central mep was also done and waveform amplitude and latency did not change. Pedicle screw emg also had no abnormality until 30. Postoperatively, the pt had left side weakness gr2/5 at l5 which is improving. The pt is recovering and limb movement is getting better.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.